Manufacturer narrative:
This incident occurred in (B)(6) involving a product manufactured by alber (B)(4). Alber (B)(4) is filing this report because the device is marketed and sold in the u.s. Manufacturer¿s device analysis results.

Event description:
The end user reported that the e-motion wheel made unusual noises which increased through the day until the wheel came loose from the chair, causing the end user to fall out of the chair. The quick release axle screw and spring were found on the floor. The end user reported she had bruises, but not all bruises have swollen yet. The dr. Prescribed pain medication and bed rest. The end user was diagnosed with a slight concussion, no hospitalization was required.